Manufacturer narrative:
A device history record of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. There were no samples or digital images received for evaluation therefore the reported condition could not be confirmed. During the investigation, a review of the manufacturing process was conducted. In general, all process and controls were found properly followed, including sub-assemblies, finished product assembly and packaging . There were no abnormal conditions found that could trigger the reported condition. The most likely root cause indicates that this issue could occur during the procedure if the instructions for use (IFU) are not followed. A failure to activate the hydromer makes difficult to remove the stylet from the feeding tube. Please refer to the IFU instructions for the proper procedure for insertion of the feed tube and extraction of the stylet: ¿using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating". The reported condition was not confirmed, therefore no action plan is deemed required. The current process is running according to product specifications, meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: after the passage of the tube, the guide wire showed resistance at the time of removal, requiring replacement.

Manufacturer narrative:
Additional information: d9 device returned to manufacturer, date device returned to manufacturer. H3 was the device evaluated by the manufacturer, evaluation summary attached. H4 device manufacture date. H6 heath effected ¿ clinical code. Investigation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated sample was received for evaluation. The hydromer was activated and the stylet was removed without resistance or problems therefore the reported condition could not be confirmed. Please note that according to the sample received and the lot number reported, the affected device is 8884711253, not item 8884721252 as originally reported. A review through the manufacturing process was conducted. All process and controls were found properly followed, including sub-assemblies, finished product assembly and packaging . There were no abnormal conditions found that could trigger the reported condition. The most likely root cause indicates that this issue could occur during the procedure if the instructions for use (IFU) are not followed. A failure to activate the hydromer makes difficult to remove the stylet from the feeding tube. Please refer to the IFU instructions for the proper procedure for insertion of the feed tube and extraction of the stylet: ¿using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating". Since the issue reported was not confirmed and an exact root cause was not determined, an action plan is not required at this time. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. D1 brand name. D4 model number, catalog number, UDI. H6 type of investigation, investigation findings, investigation conclusions.